Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the caiman instrument. During an unspecified procedure, the tip part of jaw was "departed"/separated. There was a surgical delay of about 10-15 minutes and the device was replaced with a new one. There was no patient harm. Additional information was not provided. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
The instrument arrived in a contaminated condition. According to the available information, there were no negative consequences for the patient. It was plain to see, that a part of the peek cover of the upper jaw was detached. No part is missing. We made a visual inspection of the instrument, especially the tip. Here we found, that a part of the insulation is chipped off. Except this, the instrument shows no damages or defects. The mechanical function (clamping and cutting) worked well. The manufacturing documents have been checked and found to be according to specification valid during the time of production. There are no further complaints with this lot at hand. The root cause for the problem is most probably usage related. Without further knowledge about the circumstances we suspect, that the surgeon encountered a hard object.